Event description:
Device 1 of 2. Reference MFR. Report# 3006705815-2019-00320.

Event description:
Device 1 of 2. Reference MFR. Report# 3006705815-2019-00320. It was reported that the patient experienced discomfort during a contraindicated procedure. It was confirmed that the patient did not have an MRI conditional system. In turn, the patients scs system was explanted and replaced. Effective therapy was confirmed post-op.